Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) was positioned and had transseptal access. This access was lost, so the was removed. When the physician was attempting to regain this access for the devices a non bsc needle was used to puncture the septum. When this occurred the physician also punctured the patients aorta. Cardiac surgery was called and at this time it was also noted that the patient had a large pericardial effusion with tamponade. A pericardiocentesis was performed and the patient was transferred to the operation room. The patient was put on bypass and their chest was opened. At the time that the patients chest was opened their vital signs were stable. At the physicians recommendation the surgeon clipped the laa of the patient. The patient has been discharged home and is doing well.